Event description:
Physician reported occurrence of intraspinal mass. Pump implanted in 1999. Medication delivered mso4 2-11 mg/day concentration 25 mg/ml. The mass was diagnosed in 2001 with MRI. The pt symptoms included band-like or radicular pain at the t8-t10 level and new or different sensory complaints or paresthesias. The catheter was removed later in 2001 and a new one placed below the mass. A model 8711 was used with marked improvement in analgesia on 9.5mg of morphine per day.